Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient hit their implant on the side of a table on (B)(6) 2018 and bruised it while they were trying to cushion their friends fall. The patient stated their friend fell on top of them so they fell and tried to roll. The patient also reported that they had been through airport security, didn¿t have anything adverse happen, but then had a loss of symptoms control on (B)(6) 2018. The patient noted that this included them going (urinating) quite frequently, having to pull over on the highway to pee, and not being able to make it to the bathroom on time. The patient stated they tried to pull up their settings on their programmer and they were ¿disconnected from their device¿ since the day before the call. The patient wondered if them being disconnected from their device was due to going through security, leaving the programmer at home and having it away from their body, or from falling. Upon further clarification the patient had been seeing the poor communication screen and confirmed it was while holding the programmer antenna in the air, the settings were able to be pulled up on the call. Syncing with the programmer showed stimulation was on at 1.3v on program 3, and the patient stated they didn¿t feel any stimulation. The patient noted that one time their representative turned down the stimulation because they had urine dripping down their leg. The patient increased stimulation to 1.8v on the call and confirmed they felt it in the correct area. The patient was redirected to their healthcare provider if the problem did not resolve, and to check the implant after hitting it. No further complications were reported.